Manufacturer narrative:
The reported oad was received for analysis. Upon visual examination, no damage was observed which would have contributed to the reported event. When tested, the oad start switch responded each time it was pressed and would start and stop the device. The device was tested while dry and submerged in water and performed as expected, indicating there were no fluid pathways present which may have led to a short. The oad functioned as intended during the analysis with no anomalies noted. At the conclusion of the device analysis investigation, the cause of the reported event was unable to be confirmed. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
During a peripheral atherectomy procedure using a csi orbital atherectomy device (oad), a device malfunction occurred. Following atherectomy treatment, the oad would not turn off when the power button was pressed and was repeatedly powering on and off. The case was completed with no reported complications and the patient was stable following the procedure.